Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: blood pump. Xve pump failurespecific component(s) involved: xve pump end of lifeintervention(s): switch from vented electric to pneumatic-mode.implant device type: lvad.